Manufacturer narrative:
Disc herniation h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, intervertebral disc herniation has been reported. Patient underwent revision surgery as a result of this event.